Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention, elevated post void residuals, recurrent urinary tract infections, severe anxiety, urinary urge incontinence, abdominal pain, nausea, urine leakage, urinary incontinence, bilateral hip pain, itching, refractory urgency incontinence, neuromodulator implantation site pain, and required additional surgical and nonsurgical interventions.